Event description:
Device report from depuy synthes reports an event in colombia as follows: it was reported that during an orthopedic procedure on (B)(6) 2023, at the time of securing the left-hand side system it was possible to lock 3 out of the 5 screws. The screwdriver tip that was being used did not completely enter the internal screw and failed to lock the remaining 2 screws. The other available screwdriver tip was used and this also did not work properly. The two screws were tightened manually. Also five (5) screws on the right-hand side system could not be locked as the screwdriver bits did not enter the studs. It was tested with the two screwdriver pieces and neither worked properly. A screwdriver was passed for the internal screws and tightened manually. On october 31, 2023, during manufacturer's investigation of the returned devices it was identified that the tip of the x25 final tightener was stripped/worn. Assembling issues are most likely due to this condition. This report is for one (1) x25 final tightener this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j employee. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the x25 final tightener was observed stripped/worn. Assembling issues are most likely due to this condition. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped/worn conditions of x25 final tightener would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the receiving inspection (ri) for x25 final tightener was conducted identifying that lot number gm5755520 was released in one batch. Batch1: (B)(6) 2021 with no discrepancies. Supplier: depuy : seabrook medical as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.